Manufacturer narrative:
A ge oec service representative investigated the issue and found the power cables between the display adaptor pcb and cine drive were swapped. This was corrected. There was an issue with the hand switch, which was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 uroview fluoroscopy system displayed communication failure error codes.